Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during basal delivery after the pump had gotten "wet". Customer's blood glucose level was 124 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.